Event description:
It was reported by service report that the footend right siderail could not be pulled out and raised up. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: bent arm and bracket assembly.